Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter ¿deposit¿ was found in the fluid path of a bd syringe luer-lock¿ tip bulk sterile convenience pak prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was returned to bd for evaluation. A quality engineer inspected the samples and determined that there was foreign matter embedded into the side of the syringe barrel thus verifying the reported issue. Embedded foreign matter can occur during the startup of the injection molding process. This happened when degraded resin built up in the barrel and hot-runner system of the mold/press and then broke loose and became molded into the components. This appeared to be an isolated incident and no corrective actions were deemed necessary at this time. A review of the device history record was performed and revealed no related issues found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.